Event description:
It was reported, the light source had a b30 communication error. The issue occurred during preparation for an unspecified colonoscopy procedure. Also had b30 error upon plugging into any of the 190 scopes. Several scopes were attached to determine if an error was on the light source or the scope, but the the scopes did not need to be replaced, and were not used with the tower, as the issue was on the tower end, it was reported that the images of the scopes were normal on their other light source. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error message (b30) was due to poor contact of the scope connector. Olympus will continue to monitor field performance for this device.